Event description:
Home pt reported feeling overfilled during drain 1 while using the homechoice cycler for automated peritoneal dialysis therapy. Home pt performed a manual exchange of 2000ml during the day, prior to start of therapy using homechoice cycler. Home pt started therapy with homechoice cycler several hours later, draining only 23ml during the initial drain before cycler advanced into fill 1. According to home pt, she rec'd fill volume of 2000ml during fill 1. Home pt continued therapy until drain 1, when she felt some discomfort and shortness of breath. Home pt stated she placed the homechoice cycler into a manual drain and drained out 7488ml. Home pt discontinued treatment for the night using cycler and performed exchanges manually. There was no pt injury or medical intervention as a result.